Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report.

Event description:
It was reported that, "accolade stem was being impacted with the accolade stem impactor upon pulling out impactor, the bullet tip was lodged in the implant stem. Tried numerous methods to extract bullet tip with no success. The tip was cut down and smoothed out."